Event description:
It was reported that valve embolization occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. The native aortic valve was being treated with a 23mm lotus edge valve system. The lotus edge valve was deployed at the aortic annulus but the sheathing aid on the left coronary cusp (lcc) side remained attached to the lotus edge valve frame causing the valve to embolize in the thoracic aorta. A 22mm non-boston scientific (bsc) balloon was used to move the lotus edge valve into the aortic arch. Post dilation was performed with the same 22mm non-bsc balloon. The lotus edge valve was checked for stability and a second 23mm lotus edge valve system was implanted in the native aortic valve. No patient complications were reported and the patient did well.

Manufacturer narrative:
Investigation analysis complete. Post index procedure media was reviewed by a bsc quality engineer. The angiographic series show an attempt to perform a transcatheter aortic valve implantation into a calcified aortic annulus. The contrast at assessment at valve locking indicates that the valve is placed too high relative to the annulus. The valves position tilts in the annulus as the collars are retracted and the valve fully embolizes as the delivery system is retracted. The sheathing aids at the left coronary side remain attached to the valve and finally detach as the delivery system is withdrawn into the descending aorta leaving the valve at the aortic arch. The balloon angioplasty of the valve and the implantation of the second device were not shown in the media provided for review.

Event description:
It was reported that valve embolization occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. The native aortic valve was being treated with a 23 mm lotus edge valve system. The lotus edge valve was deployed at the aortic annulus but the sheathing aid on the left coronary cusp (lcc) side remained attached to the lotus edge valve frame causing the valve to embolize in the thoracic aorta. A 22 mm non-boston scientific (bsc) balloon was used to move the lotus edge valve into the aortic arch. Post dilation was performed with the same 22 mm non-bsc balloon. The lotus edge valve was checked for stability and a second 23 mm lotus edge valve system was implanted in the native aortic valve. No patient complications were reported and the patient did well.